Manufacturer narrative:
Follow-up #1 date of submission 07/12/2016-device evaluation: the pump was returned and evaluated by product analysis on 06/22/2016 with the following findings: a review of the pump black box data revealed no evidence of ¿cartridge not detected¿ warnings. During testing, a load step malfunction was not duplicated. The force sensor calibration measured within specifications. The pump case was removed and no damage was found to the force sensor pins. The complaint was not duplicated, and no defect was found. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump primed the tubing with insulin during the load step. There was no indication that the product caused or contributed to an adverse event, and the reported issue was not resolved with troubleshooting. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step.